Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced eosinophilic peritonitis. The cause was unknown. The patient was not hospitalized for the event. In the same month as event onset, the patient started treatment with vancomycin (intraperitoneally for eight days, dose not reported), cephazolin (intraperitoneally, 1gm daily for eight days), and gentamycin (intraperitoneally for eight days, dose not reported). Antibiotic treatment was discontinued on an unknown date in the same month as onset. At the time of this report, pd therapy was ongoing and the patient had recovered from the event. Additional information is not available.